Event description:
The hearing aid (h/a) user reported a history of ear infections to the h/a dispenser. He developed an infection when wearing the h/a. The user is also being treated for a perforated eardrum. His dr advised the pt not to wear any custom, in-the-ear h/a.